Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while servicing the cardiosave intra-aortic balloon pump (iabp) the getinge field service engineer (gfse)found that a wire on the coiled cable was pulled away from the connector. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) noted that a wire on the coiled cable was pulled away from the connector. The fse replaced the coiled cable. The fse completed servicing the unit and preventative maintenance. The unit was cleared for clinical use and returned to the customer. The failure analysis and testing dept. Received part number 0012-00-1839 with a reported unit failure of a loose wire. The fat performed a visual inspection and found the part to have a wired detached from the connector. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.